Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at t11-l3. Immediately post op, the pt showed proper anatomic alignment. At 4 months post op, the pt complained of back pain and neurologic deficiencies. The x-rays revealed that pt had fallen off into kyphosis. No additional complications were reported.

Manufacturer narrative:
(B)(4): two copies of lateral x-ray of construct from t11-l3. Compression/burst fracture noted at l1. No pre-op or immediate post-op film is provided to show interval change. Residual kyphosis of 15 degree t11-l3 noted. A review of device history records is not possible at this time without additional device info.